Event description:
It was reported that the patient underwent a revision procedure approximately 10 months post implantation due to recurrent dislocation and instability. After the procedure, the patient had good range of motion without impingement or tendency to dislocation. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4. G3. G6. H2. H6 proposed component code: mechanical (g04)- head. H10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha was performed in 2012 with competitor products and the patient has a history of ra and scoliosis. A revision occurred due to recurrent dislocations, where a mix of zb and competitor products were implanted. A few months later, the patient bent over and dislocated again, with another revision on jan 11, 2023, with a mix of zb and competitor products. The patient experienced another dislocation between the competitor shell and constrained liner, and was revised on jul 19, 2023. All implants except the zb stem were revised, and all zb products were placed. Images assessed but not sent to mmi for review as revision op notes contain sufficient dictation of findings. No problem was found with the head. While if it is unknown if the off label usages caused or contributed to the reported events, no problem was found with the head as the dislocations were reported to be occurring between the competitor liner and shell. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends